Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced multiple intermittent elevated blood glucose (bg) levels (bg values were not provided) and diabetic ketoacidosis. Cause was not provided. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.